Event description:
It was reported to boston scientific corporation, and according to the complainant, that during unpacking and checking inventory, the end of a rx biliary stent was found to be crimped. The packaging of the rx biliary stent was unopened and unused. Also, there was no visible damage to the packaging. There was no patient involved.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.